Event description:
It was reported that the patient underwent knee revision approximately 19 years post implantation due to instability. During the procedure, the bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient identifier, age or date of birth, sex, adverse event or product problem, outcomes attributed to adverse event, date of event, date of report, event, explant date, initial reporter name and address, initial reporter health professional, initial reporter occupation, PMA/510k, if follow-up, what type.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. X-ray evaluation provided by a healthcare professional states that there is narrowing of the tibiofemoral space and anatomic alignment of the arthroplasty components of the left knee. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00617, 0001822565-2019-00620.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.